Event description:
It was reported that the patient was still in a lot of pain. A catheter problem was reported and a magnetic resonance imaging (MRI) scan was being done to assess the catheter placement and to look for an obstruction at the tip. It was unknown what medication this device system delivered at the time of the event. Additional information was requested to verify the medication delivered by the pump system, troubleshooting, resolution and patient outcome. This information was not available at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).